Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced glare and haloes. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).